Manufacturer narrative:
Based on the data provided the cause of the event could not be identified. The investigation did not identify a product problem. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t hs assay (tnt hs) result for 1 patient tested on a cobas 8000 e 801 module. The initial tnt hs result was 80.1 ng/l. The initial result was reported outside of the laboratory but the result was not consistent with the patient's clinical picture so the physician requested the sample be retested. The repeat tnt hs result was 3.83 ng/l. The tnt hs reagent lot was 370695 with an expiration date of 31-mar-2020.